Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) for intermittent right ventricular (rv) lead t-wave oversensing (twos) during atrial fibrillation (af) with rapid ventricular response (rvr). Both the ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed. It was also noted the patient received medication changes.